Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not sealing the vessel. It continued with the sealing but did not seal as well.